Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal was separating from the plate and the upstream occlusion (uso) had a large cavity for debris. Both seals were replaced. The battery compartment does not lock properly and was also replaced. Functional testing was performed. The unit passed all testing after repair. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump had a damaged battery compartment. There was no patient involvement or adverse event reported.